Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 660 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia. Once at the hospital the patient received intravenous fluids and an insulin drip. The patients doctor reports due increase 9am-4pm basal rate and the preset bolus will be increased for breakfast and lunch today. The patient was released from the hospital after 6 days.